Event description:
The customer used the device to check their blood glucose and obtained high readings. The device was used several times and gave results such as hi, 500's and 500 mg/dl. They took extra insulin with each reading. They went to the hosp and were admitted for eight hrs with a glucose level of 280 mg/dl. They said they "bled" out the insulin and gave them orange juice and crackers with peanut butter. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.